Event description:
Note: this report pertains to one of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report for the auriga xl 4007 laser console and MFR report #3005099803-2022-03441 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console was used with a lighttrail single use laser fiber in a procedure, performed on unknown date. During preparation, the laser console alerted system error 1103: "fiber identification failed". The procedure was unable to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Initial reporter address no. 32, jiulong road, luoxiong town, luoping county. (B)(4). The complainant indicated that the device is in pending service and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.